Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter, receiver, and smart device. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. Patient was later advised to close all background applications and reset the bluetooth. No additional patient or event information is available.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: catalog number - correction. D10: device available for evaluation - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on wed may 25 18:16:28 edt 2016 with MFR# 3004753838-2016-40629. The ack3 was received on wed may 25 18:16:28 edt 2016 with coreid: (B)(4).